Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. The memory file shows normal unipolar and bipolar lead impedances for both atrial and ventricular channels. There¿s not much in the device memory because it was just implanted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device observed a warning for right ventricular (rv) lead polarity switch during the implant, but the rv lead was in bipolar configuration the throughout the entire case. After pocket closure, testing was done in unipolar, but the lead was restored to bipolar after testing. A data review noted normal unipolar and bipolar impedances on both atrial and ventricular channels. The device remains in use. No patient complications have been reported as a result of this event.